Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 16oct2019. The customer reported the central processing unit (cpu) board was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 06aug19.

Event description:
The customer reported backup alarm failed. There was no patient or user harm reported.